Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The infusion set was in use for 2 days. The patient replaced the infusion set and resumed insulin deliveries successfully.. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6006813 have already been previously tested in the (B)(4) on 07-dec- 2024. Test results: the reference samples were visually inspected and tested for click and static pull. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6006813 was manufactured according to the document version 78 on the packing process in the machine 12, on 28/apr/2024, with a total of (B)(4) units. Assembly: the lot 4d03122 and 4d03123 were assembled according to work instruction (wi) version 27 on-line inspection for assembly of quick set both on 27-apr-2024, with a total of (B)(4) units each. The lot 4d03124 and 4d04361 were assembled according to wi version 27 on-line inspection for assembly of quick set both on 28-apr-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 20/may/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6006813 and one complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.